Manufacturer narrative:
The user facility reported to have replaced the graphical user interface (gui) to breath delivery (bd) cable to resolve the reported issue. The user facility operated the ventilator on a test lung for a week without incident. The ventilator has been returned to clinical use with no additional issues reported. Covidien reference: (B)(4).

Event description:
A report was received from (B)(6) stating that an 840 ventilator experienced a device alert which rendered the ventilator inoperable. There was no report of pt involvement.